Event description:
It was reported that the was having symptoms of pacemaker syndrome. High/unstable atrial threshold and impedance were noted. During the revision procedure, the device was found to have a loose set screw. The screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. (B)(4).